Manufacturer narrative:
There was no report of patient injury. Sorin group (B)(4) manufactures the sorin centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the drive unit of the sorin centrifugal pump console did not run properly during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and discovered that the locking pin for the revolution head was jammed open. The service representative was unable to get the unit unfrozen and ordered a replacement drive unit. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the drive unit of the sorin centrifugal pump console did not run properly during a procedure. There was no report of patient injury.

Manufacturer narrative:
The manufacture date provided in the initial report was incorrect. The correct manufacture date is 03/05/2014.